Event description:
Customer reported having unexplained high blood glucose of 500 mg/dl. She changed the infusion set three times yesterday. She had two bent cannulas and one was leaking at the site. Now blood glucose was 311 mg/dl, treated with manual injections. Customer's symptom was headaches. Customer was advised to disconnect from the device. The drive support cap was normal. No air bubble or leaks notes. Manual prime was performed and insulin did exit the tubing. Settings were correct. Customer did not have a tubing clamp unable to perfume high pressure test. Customer reported customer had high blood glucose of 565 mg/dl and infusion set had a bent cannula. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-46035.